Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record and deviations history indicated that no relevant non-conformances and deviations noted and the quality control (qc) release data met qc specification. The retained product testing indicated the product performed as expected with clinical negative urine sample and low standard. The customer's observation was not replicated. In conclusion, it is unable to determine the root cause from insufficient information provided. From the investigation no product deficiency was identified. This complaint will be tracked and trended. Recommendation: from the compliant information provided, no timer was observed. According to instructions, place the test device on a clean and level surface. Hold the dropper vertically and transfer 2 full drops of urine (approx. 50 microlitres) to the specimen well (s) of the test device, and then start the timer. The result should be read at 3 minutes in accordance with the instructions. Initial reporter full address documented below: (B)(6).

Event description:
On the 27 sep 2019, abbott employee was made aware that the customer is facing an issue with hcg one step pregnancy test. They observed a false-positive case for lot #hcg8050038 which occurred on (B)(6) 2019. The customer confirmed that the doctor suggested a sonography to confirm. In the sonography report a non-reactive result was observed. They repeated the test with a fresh urine sample which gave a negative result. The issue is persisting with this customer as they observed 5 cases of false-positive results.